Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that there was no pacing output on the implantable pulse generator (ipg), and varying resistance and noise were recorded by device on right ventricular (rv) electrogram. However, there was stable recording from analyzer. Electrocautery reset pacer from voo 50 to no output. The implantable pulse generator (ipg) was explanted and replaced and during the revision procedure, the patient went bradycardic. Additionally, there was high impedance and oversensing on the rv lead with an apparent conductor fracture noted. Consequently, this lead was capped and placed in the lv port of the replacement device, and a new rv lead was implanted. No further patient complications were reported as a result of this event.